Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum and peritonitis are known complications of a peg tube/ j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient underwent an abdominal CT scan which revealed sub diaphragmatic air. On (B)(6) 2024 a second CT scan revealed significant intraperitoneal air from the stoma site. The developed a fever of 38.4°c and abdominal pain and was transferred to another hospital. The patient was diagnosed with peritonitis and underwent surgical repair with an abdominal incision, placement of a urinary catheter and a nasogastric tube. The tubes were removed and duodopa therapy was discontinued. The patient was treated with 1gm of intravenous tazocin, apotel, tramal, kai primperan for pain, 5 nexium, madopar 250mg 1x5 via levin tube, and neupro 8mg/24h. The patient remained in the hospital and had a temperature of 37.6°c." During the hospitalization stay, the patient experienced diarrhea and c. Difficile was diagnosed, the patient was treated with oral vancomycin and meropenemene and the c difficile resolved. On (B)(6) 2024 the patient had been discharged from the hospital after a gastric pass test was performed on (B)(6) 2024 with no abnormal findings or leaks. As of (B)(6) 2024, the patient had recovered and was scheduled to have the abdominal stitches removed on (B)(6) 2024.